Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the drain. This occurred during training while using the dummy tummy. The technical service representative (tsr) explained the alarm to the nurse. The alarm was cleared. The nurse was going to continue using the hc device for training. There was no patient involved so there was no injury or medical intervention indicated at the time of the report. The reporter indicated that they were not willing to be contacted for follow up information. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up report will be submitted.